Manufacturer narrative:
On 4/14/2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: gel bleed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast augmentation surgery with a 175cc mentor memorygel breast implant experienced right sided gel bleed post procedure. As a result, patient underwent unilateral removal and replacement with a 175cc mentor memorygel breast implant on (B)(6) 2020.

Manufacturer narrative:
After additional review of this file and with the information available, it has been determined that the impacted product serial number is (B)(6). Should additional information be received, this file will be updated as applicable. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 10/12/2020, the mentor failure analysis lab has received the device for evaluation. The investigation of the returned device was completed by the failure analysis lab on 10/28/2020. Device evaluation summary: according to the information received, the patient experienced gel bleed in the breast implant. During the visual inspection of the device, a tear was observed on the anterior aspect measuring approximately 3.0 cm. Microscopic examination in the tear edges revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. The gel bleed could not be confirmed since the integrity of the shell was compromised due to the rupture. Manufacturer¿s reference number: (B)(4).